Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was chipped and cracked. One of the rubber feet was missing. Unable to duplicate the customer's reported issue. The root cause of the reported issue was not determined, parts were over four years old. Actions taken to mitigate the reported issue: replaced speaker as a preventative measure. UDI information is unknown. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.